Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient's ins was 'not working.' The patient was seeing a screen on their ins recharger stating that the a ntenna/recharger required service (reposition antenna screen?) And then it showed a question mark. The patient stated that the recharger was unable to connect with the ins. It was noted that the patient had turned the ins off 3 months prior to the report due to getting chemotherapy for their cancer. The patient reported feeling back pain, and they decided they did not want to troubleshoot over the phone and that they would follow-up with their managing physician. No further complications were reported.